Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. It was reported that another model 4700, was implanted. Information learned from implant patient registry. Through follow-up with the surgeon, no additional information regarding the death was learned. Unfortunately, the cause of death remains unknown. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The device history record (DHR) review was completed and there was no nonconformance found related to this event.